Manufacturer narrative:
(B)(4).

Event description:
The patient stated that she hasn't had it checked, but she did not know if she needs it checked. Patient stated that she used it, then was in the hospital (did not say what for) and that killed it. Patient continued saying that she did not have a kidney, so she has had the device off. She stated unless she gets a kidney transplant, she did not think she was going to turn it back on. Patient stated she would call health care provider's office on her own to ask what she should do, whether she should make an appointment or not. She agreed to a follow up call. A follow-up report will be sent if additional information becomes available.